Manufacturer narrative:
Investigations have concluded that using the same instrument factor on both instruments would have generated comparable results in both laboratories. Labeling documents that a new instrument factor is required for the vancomycin assay. The new instrument factors were issued due to a new reference method having been developed, validated, published, and accepted.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
The customer reports that the instrument factors on two c501 analyzers had been updated for vancomycin on (B)(6) 2015 per a product labeling announcement. The customer states that the pharmacy at their site complained about an unspecified number of patient samples recovering lower than expected for vancomycin. A drop in recovery was seen with both controls and patient samples. The customer then sent patient samples to a sister hospital for correlation. The sister hospital had not updated the factor on their c501 analyzer. The customer provided data for a total of 5 patient samples that were questioned and sent to the sister hospital for testing. Of the five samples, one was found to have an erroneous vancomycin result. The sample initially resulted as 27.9 ug/ml and this value was reported outside of the laboratory. The sample was sent to the sister hospital where it was tested on another c501 analyzer, resulting as 33.8 ug/ml. The repeat result from the sister site was believed to be correct. The patient was not adversely affected. The vancomycin reagent lot number was 61143601, with an expiration date of 11/30/2015. The field service representative could not determine a cause. He adjusted the reagent probe fluid levels and adjusted the sample probe. He ran diagnostics and did not receive any errors. The field application specialist reset the instrument factor for vancomycin back to the original value. Precision studies were performed with calibration and control materials after the factor change; results were within guidelines. It was stated that a factor change to the new factor will be managed at a later time as all sister sites were needing to be changed at the same time.